Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated five target lesions. Target lesion one was a de novo, mildly tortuous, 1st obtuse marginal lesion measuring 2.75x5mm with 75% stenosis. Target lesion one was treated with predilation and placement of a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, mildly calcified, mildly tortuous, mid lad (left anterior descending) lesion measuring 2.75x15mm with 50% stenosis. Target lesion two was treated with direct stenting using a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. Mild balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported due to vessel tortuousity and calcification, according to the investigator. Target lesion three was a de novo, moderately calcified proximal lad lesion measuring 2.75x10mm with 50% stenosis. Target lesion three was treated with direct stenting using a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion four was a de novo, mildly calcified, mildly tortuous, right postero-atrioventricular lesion measuring 2.5x10mm with 99% stenosis. Target lesion four was treated with predilation and placement of a 2.25x8mm taxus liberte stent resulting in 10% residual stenosis. Target lesion five was a de novo, mildly calcified, distal rca (right coronary artery) lesion measuring 2.75x20mm with 99% stenosis. Target lesion five was treated with predilation, placement of a 2.25x24mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.